Event description:
The user facility reported a 73-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the patient experienced premature ventricular contraction (pvc). A trans-esophageal echocardiogram (tee) was performed to adjust positioning of the pump and it was documented that the pump could not be moved away from the mitral valve structures. As the patient's hemodynamics were more stable, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues and the premature ventricular contraction (pvc) has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. As the necessary information was not provided, the root cause of the pvc was not determined.